Manufacturer narrative:
Serial number= na. Blade. The hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported the device was sent to the caller due to an unk reason. No further info was available. Pt consequence or case involvement is unk.